Manufacturer narrative:
(B)(4) a supplemental report will be submitted following the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported she was admitted to the hospital due to pain following a reported overfill of the cycler. The pain reportedly occurred during both the fill and drain phases. The patient is still currently in the hospital, where they are receiving dialysis treatments, and is in contact with their peritoneal dialysis nurse.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom not draining (no alarm) was not confirmed with testing. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.